Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and all operating currents were within specifications. The insulin pump passed the a 21 error test and displacement test. The device did not have an unexpected battery out limit alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was died without warning. The customer's blood glucose level was unknown. The customer was not able to do any troubleshooting. Insulin pump will be returned for analysis.